Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message" was confirmed based on the archive data review, but not during the functional testing. No device malfunction was observed during the testing and the autopulse platform worked as intended. The probable cause for the reported complaint could be due to the stiffness of the patient's chest associated with large size. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, unrelated to the reported complaint, observed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The clutch plate was deburred to address the problem. The archive data review showed that the autopulse platform performed 8 compressions and stopped due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The take-up target and the encoder take up end values indicate the patient chest circumference is very large in size. The user pressed restart to clear the fault. The autopulse was used again and stopped after 3 sessions due to ua02 (compression tracking error). User advisory is a clearable error message, ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), and the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. Clear the ua by pressing the restart button. Ua17 error message alerts the user that the drive train motor did not reach the target depth within specification when used on a medium/large size stiff patient or the lifeband is twisted. The recommended actions to take for this type of user advisory are: pull up the lifeband completely, ensure that the patient and the lifeband are properly aligned, and press restart. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Following service, the autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a large patient in cardiac arrest. After performing compressions for an unknown period of time, the autopulse platform stopped compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The user tried to clear the error by adjusting the lifeband multiple times, but the error message continue to persist. Per user, the lifeband was not twisted. Unknown if manual CPR was performed or not. No consequences or impact to the patient.